Event description:
Pt arrived at emergency room with a 2 cm laceration on left thumb. A tight dressing covering patient's thumb was being cut off with safety scissors when the pt received a 2 to 3 mm cut on thumb. Thumb was treated with betadine, wound cleanser, and wound irrigation. Sutures were applied to the 2 cm laceration only.